Manufacturer narrative:
Unit received with no button response due to moisture on keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 192 mg/dl. The customer stated that possibly bumped but unknown. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.